Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage. The following information was provided by the initial reporter: material no: 309657 batch no: 0198091. Nicu nurses and pharmacist reported that this lot of bd 3ml syringes were leaking when connected to nicu/peds microbore extension set tubing. Other lot#s of the same product 3ml syringes were tested by the nicu pharmacist and did not leak. Only appears to be this lot number.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 60ml syringe luer-lok" tip experienced leakage. The following information was provided by the initial reporter: material no: 309657, batch no: 0198091. Nicu nurses and pharmacist reported that this lot of bd 3ml syringes were leaking when connected to nicu/peds microbore extension set tubing. Other lot#s of the same product 3ml syringes were tested by the nicu pharmacist and did not leak. Only appears to be this lot number.